Manufacturer narrative:
An event of device migration upon implant was reported. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from field indicated that the valve was implanted at optimal depth of 3 mm from ncc. A review of the measurements as reported from the field was performed and the recommended size device was used. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported migration could not be conclusively determined. The surgical intervention was result of valve-in-valve implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient's annulus was measured with a 78.8mm perimeter, 464.4mm^2 area, and a 20.3mm minimum diameter. The patient's aortic valve angle was 49 degrees. Pre-dilation was performed with a 20mm non-abbott balloon. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). After the delivery system was removed from the patient, the valve was observed moving upwards 10-13mm into the aortic arch. A second 27mm navitor vision valve was implanted valve-in-valve, 3mm above the annular plane. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient's annulus was measured with a 78.8mm perimeter, 464.4mm^2 area, and a 20.3mm minimum diameter. The patient's aortic valve angle was 49 degrees. Pre-dilation was performed with a 20mm non-abbott balloon. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). After the delivery system was removed from the patient, the valve was observed moving upwards 10-13mm into the aortic arch. A second 27mm navitor vision valve was implanted valve-in-valve, 3mm above the annular plane. The patient status was stable.